Event description:
It was reported that an asymptomatic patient had episodes of post-paced t-wave oversensing. Programming changes were recommended. Programming changes were not made. The lead was capped and replaced.